Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 6/17/2020. Additional information: d10. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Attempts to obtain the following information have been performed and was received. What was done to treat the shard penetration? Unknown. Was medical or surgical intervention required? No. Was there any special diagnostic test performed? No. What is the status of the surgeon injury today? Everything is ok. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? No. Was the ampoule crushed repeatedly? No. Can you identify the lot number of the product that was used? (Invalid lot provided). To date the device has not been received. If further details or the device are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2020 and topical skin adhesive was used. During use, when the adhesive was released, a piece of glass was released and cut the operator's finger. There was no medical or surgical intervention required to treat the operator's finger. There were no special diagnostic test performed. The finger is ok. No reported surgery delays. The procedure was successfully completed. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). H3 evaluation: the analysis results found that the ahvm12 device was returned without the original packaging. Visual evaluation shows a crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. Visual inspection shows that all the components of the applicator are present and appropriately assembled.